Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with blood glucose was 475 mg/dl. Customer¿s current blood glucose was 128 mg/dl. Customer experienced blood glucose level of 240 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated that the infusion set was leak at underneath of adhesive. Customer stated that the cannula was crimped. The insulin pump will not be returned for analysis.